Event description:
It was reported that during a surgery for the dislocated epiphyse the 135° screw broke off. No further information received. (B)(6) 2023, update dw. Further information was provided that the patient was treated with an arthrex implant in the past. The patient suffered an injury which resulted in an dislocated prosthesis cup. During the surgery on 24th february it was then noticed that screw which was placed at 135° was broken off. The surgeon then moved the cub and fixated the screw at 155° and the broken screw was not removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. It was reported that during a surgery for the dislocated epiphyse the 135° screw broke off. Further information were provided that the patient was treated with an arthrex implant in the past. The patient suffered an injury which resulted in an dislocated prosthesis cup. During the surgery on 24th february it was then noticed that screw which was placed at 135° was broken off. The surgeon then moved the cub and fixated the screw at 155° and the broken screw was not removed. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.